Event description:
Boston scientific received information that a red alert was issued for this device and right ventricular (rv) lead indicating high shock impedance. Shock impedance was 87 ohms at the last in office check. Technical services (ts) discussed how shock impedance had been variable and even though impedance was within range at the last in office check, the integrity of the system was now in question. Noise was not present on any of the channels. There were no recent episodes with shocks delivered and there had only been two shocks delivered in the history of this device. Ts discussed getting an x-ray vs. Delivering a 1.1 joule and maximum energy shock to test the integrity of the system. The caller will discuss the recommendations with the physician. No adverse patient effects have been reported. All available information indicates that the device and lead remain in service.

Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Additional information was received that an x-ray was performed and there were no issues identified with the lead. No further evaluation is planned at this time. The patient will be monitored via latitude. There have been no adverse patient effects.